Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a standard surgical procedure, nursing staff noted that the quick coupling tip of complained item 03.111.038 had failed and was no longer able to engage and lock the t8 stardrive screwdriver shaft in place. An alternative screwdriver handle from the set was utilized and the surgery finished successfully without any delay. Item 03.111.038 was deemed to be no longer functional and it was subsequently discarded. A replacement is required. Concomitant device reported: unk - screwdrivers: shafts (part# unknown; lot# unknown; quantity: 1) this complaint involves one(1) device handle with quick coupling. This is report 1 of 1 for complaint (B)(4).